Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08690 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing however, device received with corroded battery tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer¿s blood glucose level was 21.3 mmol/l at the time of the incident. Customer had alleged that the insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The cannula was filled with blood. The device will not be returned for analysis.